Event description:
Sapien s3 tavr valve deployed with migration of valve over wire into lv in a pt. W/lvad in place. Valve snared w/balloon of delivery system and pulled back into aortic valve position. A 2nd sapien tavr valve was deployed within the first valve with migration. Pt. Lost hr/CPR/required surgery to remove valves from heart. Diagnosis for use: heart failure.